Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. Review of the event history log found one occurrence of system error 105. This symptom was unable to be reproduced during the eval. Inspection of the motor and cam-shaft found the gears were improperly clocked. The motor would intermittently seize when manually rotating the gears which can contribute to system error 105. The failed motor assembly and gears were replaced.

Event description:
During baxter's eval, it was found that a spectrum pump had one occurrence of system error 105 in the history log. There was no patient involvement.